Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, trek rx, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported balloon rupture appear to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the protective sheath could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the mildly tortuous, mildly calcified, 99% stenosed distal right coronary artery. A 3.25x12m trek rx balloon dilatation catheter (bdc) was soaked in saline prior to use, but prepped (air aspiration) inside the anatomy. Resistance was felt when removing the protective sheath. The bdc was advanced to the lesion without resistance, and the balloon ruptured during the first inflation at 5 atmospheres for 5 seconds. The bdc was removed without resistance and replaced with a same size trek rx to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.